Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level and sensor calibration issues. Blood glucose level at the time of the incident was ranging from 43 to 70 mg/dl and treated with food. Customer also reported getting calibration not accepted alert on sensor. It was explained to customer the proper calibration techniques. Auto mode transitions troubleshooting was completed. The insulin pump was not replaced or returned for analysis. The sensor was expected to return.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.